Event description:
Reporter stated her mother appears to have stumbled while walking, with a walker, from her kitchen area to her bedroom. In the course of her fall, her pendant personal help button (phb), with a non-break away cord, caught on one of the walker handles. The medical examiner concluded that she was rendered unconscious and died by asphyxia.

Manufacturer narrative:
It does not appear from available info there was any malfunctions of the device. Our records do not indicate the subscriber initiated a help call during the time of the event. A caution had been provided to the customer via a mailing directly from philips lifeline (B)(4) in (B)(6) 2009, entitled important safety info regarding the wearing method of your lifeline personal help button and excerpt below. "Caution: the pendant's neck cord is not designed to break away. Therefore, it can pose a choking risk, including the possibility of death and serious injuries. This may apply to wearers in wheelchairs, using walkers, using beds with guard rails, or who might encounter other protruding objects upon which the cord can become tangled. Wearers for whom this is a concern may wish to consider the wrist style method. In the event that additional info is obtained, a supplemental report will be sent.